Manufacturer narrative:
Due to the age of the device a review of the manufacturing records was not readily performed at this time. The attorney did not provide details regarding patient complications. No conclusions can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 1994 - patient was diagnosed with stress urinary incontinence. The patient underwent a laparoscopic burch urethropexy and cystoscopy with implant of a bard flat mesh. On (B)(6) 2003 - patient was diagnosed with stress urinary incontinence. The patient underwent tension free tape urethropexy with cystoscopy with implant of an unknown mesh sling. The op report does not mention the previously placed bard flat mesh. The attorney alleges the patient experienced complications associated with these procedures.